Event description:
Synovitis [synovitis]. Bilateral knee effusion [joint effusion]. Total knee replacement [knee arthroplasty]. Fall [fall]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male pt (age not provided) initials unk, with osteoarthritis (kellgren-lawrence grade 4). (B)(4). The pt's medical history was significant for previous treatment with synvisc (age (B)(6) during first course). On (B)(6) 2001, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2001, the pt experienced synovitis in right knee and then again 7 days later in both knees. On unspecified dates in 2001, 65 cc of clear amber fluid and 30 cc of clear yellow fluid aspirated from right knee and 21 cc of clear yellow fluid was aspirated from the left knee. On unspecified dates in 2001, the pt received treatment with betamethasone for synovitis and joint effusion of both knees. On (B)(6) 2001, the pt received the third injection in both the knees. On (B)(6) 2002, the pt experienced fall. On (B)(6) 2002, the pt had total knee replacement of left knee. The pt had not yet recovered from the event of synovitis. The outcome for the event of bilateral effusion, fall and total knee replacement was not provided. Relevant concomitant medications were not provided. The intensity for the events of synovitis and bilateral effusion was assessed as moderate. The intensity for the events of fall and total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship of synvisc with the events of bilateral knee effusion, fall and total knee replacement. Additional information was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.